Event description:
It was reported that during use of this bur in a dental procedure, it began to fragment. A bur from another lot was obtained and the procedure was successfully completed without further problem. There was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation: the product was received for evaluation. The investigation found that the bur was not fluted. Properly. A review of product history to current date shows no previous reports for this failure mode.